Manufacturer narrative:
Block g4: PMA number was inadvertently missed in the initial MDR.

Event description:
The stellarex device was used to treat a peripheral lesion. During inflation at 4 atm, the balloon ruptured. The procedure was completed with a new stellarex device. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured below rbp.

Manufacturer narrative:
The patient's age at time of event or dob, gender, weight, race and ethnicity are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The stellarex device was returned for evaluation. Visual examination confirmed a balloon longitudinal tear. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.